Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle was chipped, component failure of the light guide bundle, component failure of the charged coupled device (r-unit). A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the image blackout was a component failure of the charged coupled device (r-unit). In addition, the cause of the chipped light guide bundle was component failure of the light guide bundle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gynecologic laparoscope experienced image blackouts. The issue was found during the lab or demonstration. There were no reports of patient involvement.